Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that two months after implant, the patient complained of not feeling well, including tightness in the chest and persistant indigestion. Follow up was unable to provide any additional information. The device remains in use. No patient complications have been reported as a result of this event.